Manufacturer narrative:
The original procedure was completed without issue on (B)(6) 2024. Images at 0 days and 9 days post-op both show the implant in the expanded state. At the time the implant collapse was noted (B)(6) 2024 - 51 days post op), the patient was asymptomatic. At subsequent follow-up the patient presented with left should fatigue and pain. Despite the reduced height of the collapsed implant, the c4-c5 disk space has maintained a height of about 5 mm, a 2 mm improvement of preoperative disk height. Additionally, the implants have not migrated and show no signs of subsidence. The doctor does not plan to perform a revision surgery at this time. The observed overall risk level is low, which matches the observed anticipated risk level.

Event description:
It was reported that a revel-s cage has lost height post operatively causing patient pain.